Manufacturer narrative:
The evaluation confirmed the reported air/water issue. Additionally, the concerned product was been repaired once in the past year. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing, the device had an air/water problem. The facility completed the case with the same device and there was not a delay of more than 15 minutes. Upon inspection and testing of the customer returned device, there was white foreign material found coming from the nozzle. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged nozzle likely occurred from insufficient reprocessing after the previous procedure. The specific root cause of the insufficient reprocessing could not be determined at this time. The user may prevent the event by handling the device in accordance with the instructions for use: "precleaning the endoscope and accessories: -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air: -caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Clean the external surfaces of the insertion section: -immerse the endoscope in the detergent solution. -thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution - remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure: caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.